Event description:
It was reported that while using the ilet, the patient consumed a peanut butter sandwich and pretzels without announcing the meal after trending low, which led to hyperglycemia with a documented blood glucose of 497 and a high alert on the device. The event was addressed with ketone guidance, low bg best practices, and a ketone action plan, and the device had no component-specific issue identified. Symptoms included hyperglycemia and excessive thirst. Outcomes included no health consequences or lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.